Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error failed battery test or battery power loss alarm due to download difficulty. Unit received with corroded motor home switch, minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer blood glucose reading was 11.6 mmol/l. The insulin pump had rewinding issue. The insulin pump get stuck in rewinding. The insulin pump had no motor movement. Customer also reported fail battery test but could not troubleshoot because of the rewinding issue. Insulin pump will be returning for analysis.